Manufacturer narrative:
The device was received with the cannula not deployed and the pink slide insert was not seen in the viewing window. The downloaded data indicated that a rotational sensor malfunction occurred resulting in first prime ending prematurely, resulting in completion of the second priming sequence without the needle deploying.. No damages or defects were found on the rotational sensor cap. The device was reset and connected to a pdm and was able to deliver a 5 unit bolus without an alarm occurring and no timeouts or drive stalls occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was not worn.